Manufacturer narrative:
Additional information: d8, d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the shape of the tubing has been altered using the stylet wire. The returned sample was inflated using the parameters set out in if001. The bronchial cuff inflated and no issue noted but the tracheal cuff failed to inflate. The bronchial cuff was deflated and no defect noted. The tracheal cuff was leak tested under water and no leakage was detected. Further examination of the inflation system under water shows leakage from the tail notch area of the tubing. Examination of the tailed area of the tubing using the microvu shows that there is a hole at the back of the tracheal inflation line at the notch area measuring 0.68mm in length and 0.78mm in width. It was reported that the cuff burst. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the tracheal inflation line was subjected to undue force. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: test the cuffs, pilot balloons and valves of each tube by inflation prior to use. Insert a luer tip syringe into each cuff inflation valve housing and inject enough air to fully inflate the cuffs. Check to verify that the inflation system is not leaking. Integrity of the inflation system should be monitored both initially and periodically during the intubation period. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the device's cuff was found ruptured and had leakage. It was also stated that the extended working channel (ewc) leaked and had loss of suction. There was no patient involvement.